Event description:
It was reported that this medtronic defibrillator was unable to be reprogrammed to initial polarity. As a result, this defibrillator underwent a revision, and a new defibrillator was implanted. No additional adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".